Event description:
It was reported that the device would not power on ac or dc source. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not power on ac or battery power. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.